Manufacturer narrative:
Siemens healthcare diagnostics has become aware of the potential of falsely depressed creatinine results for patients undergoing phenindione therapy when using the enzymatic methodology. Advia ecre_2 results on a patients' samples showed interference with the phenindione drug and/or its metabolites. The atellica ch ecre_2 assay uses the same reagents, calibrators, and assay condition as advia ecre_2, and is expected to show a similar negative interference in samples from patients on phenindione therapy. It is also expected that the dimension and dimension vista enzymatic assays would be impacted in a similar way. The instructions for use (ifus) for the siemens advia, atellica ch, dimension and dimension vista enzymatic creatinine assays will be updated to reflect this information. An urgent medical device correction (umdc) achc20-01.a.us.chc was sent to advia chemistry us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous.chc was sent to advia chemistry ous enzymatic creatinine customers in december 2019. An urgent medical device correction (umdc) achc20-01.a.us.dm was sent to dimension clinical chemistry us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous.dm was sent to dimension clinical chemistry ous enzymatic creatinine customers in december 2019. An urgent medical device correction (umdc) achc20-01.a.us.dv was sent to dimension vista us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous.dv was sent to dimension vista ous enzymatic creatinine customers in december 2019. The umdc and ufsn advise customers the "limitations of the procedure" section of the instructions for use (IFU) for the advia chemistry ecre_2 assay, dimension ezcr assay and the dimension vista ecrea assay will be updated to indicate that 'use of this assay is not recommended for patients undergoing treatment with phenindione, due to the potential for falsely depressed results'. An urgent medical device correction (umdc) achc20-01.a.us was sent to atellica chemistry us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous was sent to atellica chemistry ous enzymatic creatinine customers in december 2019. The umdc and ufsn advise customers that the "limitations" section of the instructions for use (IFU) for the atellica ecre_2 assay will be updated to indicate that 'use of this assay is not recommended for patients undergoing treatment with phenindione, due to the potential for falsely depressed results'. MDR 2432235-2019-00456, MDR 2432235-2019-00458, and MDR 2432235-2019-00459 were filed for the same event. MDR 2432235-2019-00460 was filed for a similar event from the same customer.

Event description:
One discordant, falsely depressed enzymatic creatinine 2 (ecre_2) result was obtained on a single patient using advia 2400 analyzer. The initial result was reported to the physician(s). Additional samples from the same patient were repeated using advia 2400 analyzer and two alternate non-siemens methods. The repeat results using the 2 alternate non-siemens methods were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecre_2 results.